Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up of an asymptomatic patient, noise was observed on the atrial lead. Unstable capture thresholds were also observed. It was noted that the noise was first seen on (B)(6) 2014. No changes were made and the patient would be monitored.